Manufacturer narrative:
(B)(4).

Event description:
The customer reported a positive result with a cyclesure&#59442;4 biological indicator (bi) after a completed sterrad nx cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The previous bi result was negative and the subsequent bi result was positive. The affected load was not used on patient(s). There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.